Event description:
Boston scientific received information that this right ventricular (rv) pacing lead exhibited noise. The noise was oversensed resulting in greater than two seconds asystole. The patient was reported to be pacemaker dependent. The noise was able to be recreated with patient isometrics. A revision procedure was performed. The lead was capped and surgically abandoned. A new rv lead was successfully placed without incident. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.